Event description:
On or about (B)(6) 2023, plaintiff underwent placement of the angiodynamics smartport power port, reference number ct80stpd, lot number 5804407. The device was implanted by (B)(6), md, (B)(6), for the purpose of chemotherapy. On or about (B)(6) 2024, plaintiff presented herself to (B)(6) where her port was subsequently removed due to infection.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)